Manufacturer narrative:
A1 patient identifier (in confidence): initial report inadvertently did not provide patient identifier (B)(6).

Event description:
The patient's initial was provided. It was confirmed by the provider that the patient is receiving therapy. It was also noted that there were no increase seizure activities observed. From reviewing the data, no low impedance was seen. The impedance values from the last 4 visits were all within normal limit. No other relevant information has been received to date.

Event description:
It was reported that the patient presented with low impedance. The physician measured an impedance of approximately 600 ohms, and an x-ray was performed. It was also noted that the patient frequently touches the area of the generator pocket. Surgery is planned. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.